Event description:
Spontaneous communication from the patient's mom who reported that the patient missed a dose on (B)(6) 2021 due to the pump not working correctly. The patient's mom reported that the pump was turning off before the full dose could be administered. No other details were given. The patient did miss a dose and no adverse drug event was reported. The defective device is available for return. It is unknown if the md is aware. The product lot number and expiration date are unknown. No further information was provided. Indication: common variable immunodeficiency, unspecified. Used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by pt/caregiver.